Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer powered up to an error and it was noted that the nylon standoff was broken and it was therefore replaced. The stylus was missing and it was also therefore added and calibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer received an error on power up. The error was unable to be cleared. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).